Event description:
It was reported to boston scientific corporation that a truetome 49 was prepared to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During preparation outside the patient, the device was unpacked and the guide wire was being pre-installed. It was then observed that the tip of the tome was bent to the right and could not be rotated using the handle to adjust to the normal insertion angle. As a result, the catheter could not be inserted successfully during the procedure. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results the returned truetome 49 was analyzed, and a visual inspection found that the cutting wire was kinked. Additionally, the working length was also bent. No other problems with the device were noted. The product analysis of the returned device revealed that the cutting wire was kinked and the working length bent. The cutting wire kinked resulted in orientation problem. These conditions could have been generated by operational factors, the used technique for the device manipulation during unpacking or during mandrel removal. Once the cutting wire is kinked, this could result in difficulty advancing or inserting the device through a scope or device. Based on all gathered information, the most probable root cause of this complaint is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of wire kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.